Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Unable to continue high bg troubleshoot since customer mentioned that he was feeling ok, his bg starts to go down after changing the infusion set. Customer reports the infusion set cannula was bent. The device will not be returned for analysis.